Event description:
It was reported that the seal tape of the pulse generator was broken. The device was not used.

Manufacturer narrative:
No conclusion code available. Field complaint of damaged/broken quality seal was confirmed during visual examination of the packaging. The breaking of the seal may have occurred after shipment from the distribution center. The device will be sent to production for re-processing.